Manufacturer narrative:
Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Event description:
Edwards received information that this bioprosthetic valve, implanted approximately seven (7) years, was explanted due to unknown reasons. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The explanted device was replaced with another edwards bioprosthetic valve. No other details provided.